Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00703. The pt's ((B)(6)) scs sys included two percutaneous leads from the same lot. It was reported the pt lost stimulation. Further interrogation found the leads had become disconnected from the ipg. The terminal end of one of the leads reportedly remained lodged in the ipg header. Surgical intervention was undertaken to address this matter and the pt's leads and ipg were replaced as a result. In an effort to prevent future disconnection, an extension was added and the new leads were connected to the new ipg via the extension. Reprogramming will be undertaken at a future date to confirm effectiveness of stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.